Event description:
The following info was provided by the cook area representative based on comments made by the user: during an endoscopic retrograde cholangiopancreatography (ercp), the cook web extraction basket became lodged in the bile duct with one impacted stone estimated to be 7mm in size. The drive wire and outer sheath of the basket device was cut near the handle and the endoscope was removed. The outer sheath of the basket was removed. The physician attempted mechanical lithotripsy by using a cook soehendra lithotriptor cable and handle. The basket wire snapped twice and the basket was unable to be retrieved. The basket stayed in the pt for two days and was subsequently retrieved with balloon sphincteroplasty of the ampulla/bile duct and extracted using forceps. This prolonged the hospital admission and the pt required the insertion of a biliary stent post procedure. The pt is reported to be doing fine.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user facility indicated that the outer sheath of the device was removed when using a soehendra lithotripsy cable, which is against the instructions for use. This is most likely the root cause of the reported observation. Per the instructions for use related to the soehendra lithotripsy cable, removed of the sheath from the basket wire may result in basket fragmentation and consequently require surgical intervention. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.